Event description:
It was reported that the user experienced recurrent evening hypoglycemia and episodes of hyperglycemia, including a low of 40 mg/dl and a high of 250 mg/dl, with prolonged hyperglycemia followed by a low after user-initiated correction; the ilet issued high and low glucose alerts, the user treated lows with oral glucose, and no external assistance or medical intervention was required. Symptoms included none reported. Outcomes included temporary impairment due to hypoglycemia and hyperglycemia without medical care, hospitalization, or long-term effects. Investigation included customer support review of the event details, verification of alerts, and user guidance on device troubleshooting steps including disconnection and tubing fill check with drops observed, reconnection, and a requested factory reset, along with a request for additional training. Investigation of this case revealed that the cause of hyperglycemia and subsequent hypoglycemia remained unclear, with device performance appearing functional based on successful alerting and delivery verification steps, and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.